Event description:
I am a (B)(6) male. I fell 4 years ago and fractured my l-2 vertebrae causing bulging discs and pinched nerves in my lumbar area. In (B)(6) 2017, a neurosurgeon told me my lower back pain was caused by 2 protruding discs in my c-spine and needed to come out. On (B)(6) 2017, he removed discs and fused my c-spine with 4 providence medical technology d-trax fusion cages. These devices have an over 80% failure rate and come out and migrate as mine did, causing my c-spine to fracture in 2 places. Before surgery, I had no neck pain. Now I suffer daily, need a major anterior surgery to fix my mis-aligned broken neck, yet no surgeon will follow behind another¿s mistake. I have severe bladder incontinence, pass out regularly and am partially paralyzed on r-side of my body. These d-trax cages come with their own warnings, risks and complications. The dr was required to tell me, but didn¿t. I have found other people who had them put in their neck and have damage today. Someone needs to take them off the market. Providence medical technology, c.e.o. (B)(6). Note: they are only to be used for degenerative joint disease. Which I do not have. Numerous other neurosurgeons who will not use them. Articles online, (B)(6) videos.